Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 9169575. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage during use. The following information was provided by the initial reporter: on the morning of (B)(6) 2020 the patient saw the leakage of the indwelling needle in the left forearm. After the indwelling needle was completely removed, the puncture site was found to be swollen, indwelling, and no pain. The patient immediately informed the doctor that magnesium sulfate injection should be wet applied.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage during use. The following information was provided by the initial reporter: on the morning of (B)(6) 2020, the patient saw the leakage of the indwelling needle in the left forearm. After the indwelling needle was completely removed, the puncture site was found to be swollen, indwelling, and no pain. The patient immediately informed the doctor that magnesium sulfate injection should be wet applied.